Manufacturer narrative:
The insulin pump was received with a blank display due to a broken l2 component on the interface board. They were unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests or verify the operating currents due to the blank display. The pump was received with a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump is dead and will not do anything. Customer's blood glucose was 279 mg/dl this morning. Customer stated that she was going to enter her blood glucose and the screen was blank. Customer stated that she also has to change the battery. Customer was advised to insert a new battery in the pump. Customer stated that the display did not return. Customer was advised to do a complete set change. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced. Customer will be sent a tubing clamp.